Event description:
A surgeon reports a pt had an intraocular lens implanted in 1992. In 1995, the pt's best corrected visual acuity (bcva) was 20/20 with no complication noted. During a recent examination, the surgeon observed an important cell proliferation on the posterior surface of the lens that had the appearance of an asymmetric veil. An attempt to remove these cells using a laser was not successful. The decision was made to remove the lens due to the pt's poor visual acuity. The lens was removed and replaced with a different model. The replacement lens was placed in the sulcus. The pt's vision has not improved. Other possible pathologies may be contributing to the pt's current status including the pt's age-related macular degeneration (amd). Add'l info has been requested.